Event description:
It was reported that there was a clearlink secondary medication set that did not flow. The secondary set was hooked up to the injection port of a continu-flo solution set. The infusion was being run on an unknown infusion pump. The user unhooked the set and then while ¿firmly pushing¿ reconnected in order to resolve the flow issue. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.